Manufacturer narrative:
Product analysis: the pump was returned and evaluated by product analysis on 08/20/2014 with the following findings: the complaint could not be investigated due to an unrelated no-power issue. The keypad was found to be intact; no peeling or lifting was observed. There was no evidence of keypad contamination found under the key contacts. Moisture was observed on the pump¿s internal components. Unrelated to the complaint, a display lens leak was discovered during leak testing. (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the ok, up, and down keypad buttons were under-responsive and there was evidence of moisture within the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.